Event description:
A male pt with a previous history of lung cancer and d.m. (Dialysis), and a pre-procedure diagnosis of calcification at the sealing sites, underwent aaa repair in 2007. The procedure went as labeled but a confirmatory angiogram revealed a proximal type I endoleak, a contralateral distal type I endoleak, and a type iii endoleak of the ipsilateral junction area. Another manufacturer's stents were placed and the endoleaks were resolved. See also 1820334-2008-00145 and 1820334-2008-00146.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. No product was returned. An internal clinical review indicated that the event was caused by pt anatomy.